Event description:
It was reported that the (1) device was used during a unknown procedure. It was reported by the rep that the msm20 instrument would not fire. The case was complete with a new msm20. There was no consequence to the pt.